Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart attack on unknown date with blood glucose of more than 500 mg/dl. The customer did not experience symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with insulin drip and bolus. The customer stated they this was third time in the last few months that they had been hospitalized for high blood glucose level. The customer was hospitalized on (B)(6) 2019. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.